Event description:
It was reported that the patient expired. No cause of death or relationship of the patient's death to the stimulation therapy was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.